Event description:
The following was reported to hamilton medical ag: hospital staff informed me that the device does not recognize ac power even though it is connected to ac power. It always runs on battery power. There is no problem with the hospital power supply or the c1 power cord. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).